Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500 mg/dl and bent cannula on infusion set. Customer's blood glucose was 502 mg/dl at the time of call customer also stated that the most recent blood glucose was 550 mg/dl. The customer had symptoms such as nausea and vomiting and treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was not performed. The customer was advised to change the infusion set, reservoir, and insulin and to treat per healthcare professional's recommendation. Performed bent cannula troubleshooting. Customer mentioned that took a nap and woke up with blood glucose of 600 mg/dl, customer changed site and went back to nap and woke up with 482 blood glucose after 15 units of insulin was delivered via insulin pump. The customer stated that he would leave the infusion set in longer that 2-3 days and would only change the reservoir. Customer was advised to change infusion set every 2 days. Replacement infusion set will sent.